Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was oversensing myopotentials resulting in pacing inhibition. The patient was asymptomatic. During the time of oversensing, the patient was exercising and lifting weights. The oversensing could be reproduced with isometrics. The device was reprogrammed and the patient would continue to be monitored.